Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 07/16/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site where visual inspection was performed. Lubricant material residues and loose particles can be observed on the lens surface. The two haptics can be observed in a folding position, one of them was broken. The reported issue was verified; however, due to the conditions in which the sample returned it is not possible to determine that the reported issue is related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 19.5 diopter intraocular lens (iol) did not fully unfold upon insertion. The lens was removed and replaced with another zcb00 same diopter. Patient had no complications and is doing well. No further information provided.